Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within two weeks of implant, the patient had phrenic nerve stimulation. The atrial lead was found to be dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.